Manufacturer narrative:
The insulin pump was received with all operating currents within specifications and passed functional testing including rewind, basic occlusion test, occlusion test, prime test, excessive no delivery test, self-test, unexpected restart error test and displacement test. The insulin pump was able to download to carelink successfully. The insulin pump had cracked case at the display window corners, cracked battery tube threads, broken belt clip slot, stained end cap sticker, minor scratched display window and case. The insulin pump passed the displacement accuracy test.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. (B)(4).

Event description:
The customer reported via phone call that they were hospitalized due to low blood glucose and diabetic coma. The customer stated that they were unconscious. The customer stated that they had to call emergency medical services and they also had to go for hospitalization. The customer stated that they had to double the insulin to treat the high blood glucose then the blood glucose went 39 mg/dl. The customer stated that they treated the low blood glucose of 39 mg/dl and went up over 100 mg/dl. The customer stated that they had blood glucose reading of 109 mg/dl prior to incident. The customer's blood glucose was 600 mg/dl at the time of incident. The customer's blood glucose was 181 mg/dl at the time of call. The customer's blood glucose was 34 mg/dl at the time of hospitalization. The customer stated that they were wearing the insulin pump during hospitalization. The customer stated that the insulin pump was over delivering. The insulin pump will be returned for analysis.